Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned and a specific root cause of the suggested event could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report has been submitted by the importer under this MDR report number 2429304-2023-00191.

Event description:
The customer reported to olympus the 0.035" angled tip, hybrid guidewire had black flakes coming off while inside the patient during use. The issue occurred during an unidentified, diagnostic procedure which was completed with another guidewire. The procedure had to be extended by 10 minutes while the black flakes were retrieved from inside the patient, but there were no reports of patient harm or impact due to the delay. Related patient identifier: (B)(6).